Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal therapy via an implantable infusion pump. The indication for use and patient medical history were not noted. The drug type was not known. The serial number, the date of implant, and concomitant medication list were noted as unable to obtain. It was reported that there were repeated motor stalls with recoveries, listed in the pump event log, with a final motor stall. The elective replacement indicator (eri) was in 7 months. The patient had not reported any return of symptoms, up to (B)(6) 2016. It was suspected that there was an electrical short circuit in the feed through. It was noted that there would be a possible replacement. The issue was not resolved and the hcp had no further information. Additional information was requested regarding serial numbers, symptoms experienced, troubleshooting, actions interventions, cause, drug/concentration/dose/lot, concomitant medications, medical history, diagnosis for use, and a resolution. Should additional information be obtained, a follow-up will be submitted.